Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through returned product evaluaiton. Visual examination of the returned product identified the trial shows signs of wear and tear. The trial has scratches and gouges on all surfaces as well as a fractured peg. Fracture surface artifacts of hackle marks and river lines suggest the overload mode of failure. All product identifiers have been visually confirmed and/or measured and are conforming. Part and lot information confirmed from etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial shoulder operation. During the procedure, after the trial use, the doctor noticed that the trial peg was fractured. A search of the surgical field was conducted, but it could not be found. Further, it did not show up in the images, so the possibility of it remaining inside the body could not be ruled out. The surgeon completed the procedure. It was reported that no further information is available.